Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the crossbrace broke at the weld on the left side crossbrace.

Manufacturer narrative:
Additionally, the dealer provided an updated issue description, and the serial number/model number were updated to reflect the information of the product that was returned.

Event description:
Provider states the left side cross brace was broken at the bolt where the cross brace meets, not at a weld.